Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the alarm occurred during the infusion set change. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.